Manufacturer narrative:
Alleged failure: there was a patient who experienced post-op pain. . The surgeon thinks there may be an issue with the pneumosure, possibly going over pressure. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the unit performed to specification with no errors observed as per the customer complaint. However, the unit is past due for calibration and preventative maintenance. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient had pneumomediastinum.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient had pneumomediastinum.